Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self-test, unexpected restart error test, prime/delivery test and excessive no delivery test. Unit alarmed motor error during the occlusion test due to moisture damage on the back pressure sensor. The motor was tested outside of the device and passed. No unexpected restart or a17 alarm noted. No unexpected restart noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and several additional error alarms. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 230 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.